Event description:
Patient had halyard c elastomeric pump attached for 5-fluorouracil extended infusion on (B)(6) 2020, then presented to infusion center 1 day early as the pump appeared to be completely empty. The nurse corroborated that all connections, clamps, etc. Were connected properly and appeared to be in working order. The patient will return to the infusion clinic for re-treatment with a new pump next monday. FDA safety report ID# (B)(4).